Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 71 and 72 were not on the bus. A field service engineer reseated the row board cable for drawer 71 into the controller card. All tests were okay, and the customer inventoried the medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer could not be recovered and was undetectable on the bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.